Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that after completing two treatment passes, the treating surgeon removed the aqubeam handpiece and then inserted the cystoscope. It was noted that the bladder trigone appeared to be torn through the initial layer of the tissue. It was also noted that there was tissue damage to one of the ureteral orifices and to the area around it. The treating surgeon proceeded to stent the ureteral orifice. It was reported that the patient will remain catheterized for a week and that the ureteral orifice stent will remain for one month. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2024 procept received additional information indicating that the patient was discharged the day after aquablation therapy, which follows the treating surgeon's normal algorithm. The catheter stayed in for an extra week, and the ureteral stent for approximately one month. The treating surgeon reported that he just removed the ureteral stent and everything looks great. He expects no long term complications. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Device evaluation: the aquabeam robotic system is a reusable device, which is still in use at the user facility. A root cause of the reported event could not be determined. A root cause of the reported event could not be determined. It was reported that after aquablation therapy, it was noted that the patient's trigone appeared to be partially undermined and that there was tissue damage to one of the ureteral orifices. The treating surgeon proceeded to stent the ureteral orifice and catheterize the patient for one week to treat the trigone injury. The patient was discharged as normal. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the information received plus a review of the treatment logs, DHR, IFU and risk documentation, the event is considered not to be device-related. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) for the ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.